Event description:
Pt had a diagnosis of "rsd" of the left lower extremity and had been seen at the pain clinic for approximately 12 years. Pt underwent an s1 epidural sacral neuroplasty. Local anesthetics (naroprin and 2% lidocaine), sterile saline, steroids (aristocort) and adcon-l were administered. A few minutes after the procedure, the pt developed tachycardia, hypotension and a generalized skin rash (no rash at site of application) and no wheezing or broncho-spasms. Epinephrine, benadryl and fluids were administered and episode resolved in three to five minutes. The pt recovered without sequelae.